Event description:
Patients revision operative records were received. Upon revision, clear colored fluid with some debris was found in the capsule. Also noted was a metal stained capsule and corrosion on the trunnion of the femoral component.

Manufacturer narrative:
Patient is a resident of (B)(6). Update: (B)(6) 2013 - patients revision operative records were received. Upon revision, clear colored fluid with some debris was found in the capsule. Also noted was a metal stained capsule and corrosion on the trunnion of the femoral component. The stem and sleeve were added to the complaint and the complaint was re-opened. Dor: (B)(6) 2013 (right hip). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem corrosion. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.